Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07248. It was reported that partial stent deployment, stent elongation, stent fracture, and delivery system removal difficulty occurred. The 100% stenosed target lesion was located in the highly tortuous and mildly calcified superficial femoral artery (sfa). The bifurcation was noted to be very tortuous. Following pre-dilation, a 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .018 non-bsc guide wire and stent deployment was initiated. After approximately 2cm of the stent was deployed, a strong resistance was felt with the deployment mechanism. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 1/3 of the stent fracturing in the proximal sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The physician then changed the guide wire to a .035 non-bsc guide wire and another 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced to the sfa and stent deployment initiated. After approximately 1/3 of the stent was deployed, a strong resistance was felt with the deployment mechanism and the handle broke. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 5cm of the stent fracturing in the sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The procedure was completed with a different device. There were no further patient complications and the patient condition was reported as good.

Manufacturer narrative:
Corrected: device lot number from 20468921 to 19177681. Device expiration date from 16-sep-2018 to 30-sep-2017. Device manufactured date from 06-apr-2017 to 29-apr-2016. Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner liner, proximal liner and the remainder of the device were checked for damage. Visual examination showed buckling at the nosecone. There was also buckling approximately 22 and 28cm from the nosecone. The mid-shaft showed a slight kink approximately 15.5cm from the markerband. A hole was also noticed in the outer sheath. The handle was separated to inspect for additional damage. It was noticed the proximal inner was prolapsed. The mid-shaft was pulled from the retainer clip. The stent was partially deployed approximately 1.5cm from the markerband and fractured. The remainder of the stent was in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07248. It was reported that partial stent deployment, stent elongation, stent fracture, and delivery system removal difficulty occurred. The 100% stenosed target lesion was located in the highly tortuous and mildly calcified superficial femoral artery (sfa). The bifurcation was noted to be very tortuous. Following pre-dilation, a 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .018 non-bsc guide wire and stent deployment was initiated. After approximately 2cm of the stent was deployed, a strong resistance was felt with the deployment mechanism. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 1/3 of the stent fracturing in the proximal sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The physician then changed the guide wire to a .035 non-bsc guide wire and another 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced to the sfa and stent deployment initiated. After approximately 1/3 of the stent was deployed, a strong resistance was felt with the deployment mechanism and the handle broke. The physician pulled back on the delivery system with resistance resulting in the stent elongating and approximately 5cm of the stent fracturing in the sfa. A non-bsc stent was used to fix the fractured eluvia stent in the anatomy. The procedure was completed with a different device. There were no further patient complications and the patient condition was reported as good.